Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a female pt, the device failed to power on. They replaced the battery pack and after several attempts, the device powered on successfully. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.